Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was replicated/confirmed; cable broke near hook end. The permanent cautery hook instrument was found to have a broken pitch cable at the distal clevis hub; the crimp was still installed on the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable was broken near the hook end of a permanent cautery hook instrument. The procedure was completed with no report of patient injury. On 7- aug-2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument issue was found before using it. The procedure was completed with the use of a backup instrument with no report of patient injury.